Event description:
False negative result (s). Bought two of these. Both came up negative. Took a third one by a different brand and came up positive. Went and got tested at primary health and was positive.